Event description:
It was reported that at the implant procedure, the helix on the lead would not deploy or retract properly. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found that the proximal conductor was distorted. There was blood in/on the helix/lobe mechanism. Visual analysis found that the lead was damaged at implant.